Event description:
On 12/8/93 at 9:30 am 2 cna/s were transferring an 86-yr-old resident via lift from her bed to her chair. In the process of transferring, the right leg of the lift came in contact with the wheel of the resident's bed. Immediately upon contact, the left leg of the lift moved into a closed position, the resident swayed to the left and the lift tipped over. The two cna's grabbed the pad and lowered her gently to the floor while the lift was falling. Each party involved received an injury. Resident had bruise to forehead where bar hit head, one cna had low back discomfort and the other cna had a bruise on inner aspect of left calf.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: expected wear/deterioration, none or unknown. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.